Manufacturer narrative:
The returned product was investigated and no defect was detected. No defect was noted in the inflation system and the cuff was fully intact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported by a customer in (B)(6) that, prior to use, the endobronchial tube cuff would not inflate. There was no pt involvement.